Manufacturer narrative:
H3: two samples were received for evaluation. As received tears were observed on the housing tubing. The cut on sample one was on the top side of the tubing, the lining was observed to be clean. The tear on sample 2 was on the side of the tubing at the base of the housing solvent. The lining was observed to be clean at the center. The customer complaint was confirmed. The root cause of the issue was unknown. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarmed with a red screen and air in the tubing was observed at the time of the alarm. Per reporter, it was then noticed that the bag was damp, and reporter clarified the air in the tubbing was from the pump and down a bit, but not into the patient. The bag was replaced but the issue recurred. Reporter stated the unit was replaced and it was then noticed there was a hole in the tubing, right next to the connector that attaches to the pump. There was patient involvement, but no patient harm was reported.